Event description:
"Blood clotted half of the fiber so no blood passed the dialyzer." Incident was noted at the start of pt treatment. Estimated blood loss was reported as 50cc. Treatment was resumed with new disposables and completed without incident. No pt injury or medical intervention was reported per complaint coordinator.